Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that due to their blood glucose levels being so high they are having a heart monitor placed on (B)(6) 2017. The reporter stated that the patient experienced a blood glucose over 600 mg/dl associated with no power to the pump. Reportedly, the patient discontinued the insulin pump and was treated at the hospital with unspecified treatment. The reporter stated that there was no power to the pump and no physical damage to the pump itself. This complaint is being reported because the patient allegedly experienced hyperglycemia because of no power to the pump.